Manufacturer narrative:
(B)(4). Additional information: the device was received with the rotational knob damage. However, this not causes any functional issues. The device was tested with a generator and was functional. Upon mechanical test the device rotates freely without any difficulty. No anomalies were found with the clamp arm as reported in the event description. The device was disassembled to inspect internal component and no anomalies were found. No conclusion could be reached as to what caused the damaged to the rotational knob.

Event description:
It was reported that the clamp arm detached from the device during a hemorrhoid procedure. A second device was then used and the jaw broke off as well. The procedure was completed with a third like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.